Event description:
During an incident in 2004, involving a patient complaining of chest pains, this defib was used with 3m monitor pads and there was ECG in the display but the unit shut down after approximately 2 minutes. The unit was powered on with a different battery and the same thing happened. The patient was transported to the ER. The patient was not diaphoretic.